Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be telemetered nor responded to magnet application. The device case was opened, and the current draw was assessed. The current draw was 2.3 ma between the constant reset cycle. An oscilloscope confirmed that the crystal was not oscillating. A function generator was set to the crystal and when turned on the device immediately went to normal function and current draw. When the function generator was turned off, the device operated in a looping reset. This behavior is consistent with shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping one beep tone per second and device could not be interrogated. The physician has tried to perform a 60-60 reset several times without success. Boston scientific technical services (ts) recommended that the device be replaced urgently and that the patient is unprotected. Additional information received indicates that this device was explanted and will be returned for analysis.